Event description:
Primary surgery, artificial head replacement surgery, was performed 12 years before. Revision surgery was performed due to a problem on the acetabular side. It was found that removed stem with black stain on medial portion of stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Primary surgery, artificial head replacement surgery, was performed 12 years before. Revision surgery was performed due to a problem on the acetabular side. It was found that removed stem with black stain on medial portion of stem.

Manufacturer narrative:
Reported event: an event regarding revision involving a metal head was reported. The event for revision was confirmed. Method & results: -device evaluation and results: visual inspection of the returned device indicated that explantation damage was observed. -clinician review: no medical records were received for review with a clinical consultant. -device history review: a review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient was revised. Visual inspection of the returned device indicated that explantation damage was observed. The reason for revision was not clearly stated. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.